Manufacturer narrative:
Concomitant medical products: 6937, lead, implanted: (B)(6) 2003. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) defibrillation coil lead triggered an alert for high svc coil impedance. A lead fracture was suspected. Reprogramming was completed and the lead was turned "off" as it as no longer required by the patient. Additionally, the right ventricular (rv) lead displayed a rise in the rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.